Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition. The noise was unable to be reproduced in clinic and will continue to be monitored. This device remains in service. No adverse patient effects were reported.